Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On 07/24/2025, it was reported that the patient felt pain at the insertion site, and soon after, the sensor failed, leading her to take it out. Upon sensor removal, the patient alleged that the sensor wire detached from the sensor pod, remained in the skin, and noticed a pimple at the insertion site. The following day, (B)(6) 2025, at 7:25 am, she visited the emergency department, where the attending certified nurse practitioner (cnp) evaluated the insertion site. Two x-ray images were taken, revealing no indication that the sensor wire remained beneath the skin. She was sent home with a prescription for an oral antibiotic (doxycycline hyclate 100 mg, two tablets daily for seven days) to treat the pimple. At the time of the report, the pimple had already subsided after treatment. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.